Event description:
A us distributor returned a monitor and reported monitor was receiving check belt messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The cause for the failure was an defective u612 inverting charge pump on the ca board. The root cause for the defective u612 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.